Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system controller pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had event codes logged in its memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was booting up with a white display and was continually repeating the boot up process. As a result, defibrillation may not be possible, if it were necessary.